Event description:
During a surgical procedure, (t11-s1 fix fuse) the aquamantys device began to char. Per the vendor the device was removed from the field and a new one was issued. (B)(6). FDA safety report ID# (B)(4).